Event description:
Patient was revised to address poly wear and tibial loosening at the cement/implant interface. Depuy cement was used at the original time of implantation. It is reasonable to conclude that the tibial loosening was the cause of patients' pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a;. No information was obtained. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on no evidence of product contribution to the event and the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.